Manufacturer narrative:
(B)(4): the specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR.the device was not returned; therefore, an evaluation could not be conducted. A batch review will be conducted for potentially associated lot numbers h13f07023, h13h20055, h13j04064, h13k06034, h14a07064. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13f07023, h13h20055, h13j04064, h13k06034, and h14a07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. At the time of this report the patient had recovered from the peritonitis event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.